Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The pump passed the displacement test and self test. Pump error 63 alarm confirmed in the pump history (variableinfo=3) due to broken trace at pin6, u1 keypad assembly.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm. The customer stated they were able to clear the alarm and self test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.